Event description:
It was reported that there were missing pieces around the reservoir compartment. No further information reported.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.